Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted medical device problem code under h6. Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: review of complaint record (B)(4) event description and all available information was completed and no lot number specific information identified. Requests for lot specific information were sent to the customer but were unable to be provided. As a result, an investigation was completed at the product family level medtronic extended and malfunction type (adhesive issue). See attachment medtronic extended adhesion complaint closure investigation for more information. Corrective and preventive action (CAPA) plan determination: during the investigation, trending was identified to be above the upper control limits as described in attachment medtronic extended adhesion complaint closure investigation. CAPA-2010953 was opened 18-sep-2024 for adhesive related complaint and bounding covers medtronic extended (ewis) products and the time period review. Root cause of problem: customer complaint reporting for ewis includes a large number of reports related to accidental misuse where the infusion set, and adhesive patch have been accidentally pulled off during its extended period of wear (compared to 3-day adhesives). This is not a result of the design and manufacturing of the adhesive and artificially increase the overall complaint data for ewis. Corrective action as a result of the investigation: database-2507114 opened to review design inputs for 7-day adhesive. Database-2507115 opened to complete associated method validation and verification testing. Database-2507116 opened to review and update ewis risk management file with updated test results, and to correctly map harms and severities in line with ic portfolio summary conclusion: based on the lack of lot specific information, no products returned to test, and CAPA-2010953 investigation conclusion, the complaint will be closed as complaint unconfirmed as analyzed.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure. E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set fell off in the middle of night. Patient went emergency room and subsequently hospitalized on (B)(6) 2024. Length of hospitalization was greater than twenty-four hours. Reason of hospitalization was diabetic ketoacidosis. Ketone result was fine. Vomiting, feeling sick, unwell, and increased thirst symptoms were reported at time of hospitalization. The blood glucose level was 900 mg/dl. Therefore, patient was treated with intravenous and insulin shot. No further information available.